Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that according to placer, they have placed the PICC in a pediatric patient 1 year before. Last week, when the patient came for weekly dressing, it was found that the PICC was broken from the point of insertion and migrated to heart. No other details are available at the moment as the patient is out of town.